Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were currently on program d at 2.55. The patient requested compatibility guidelines related to an MRI. The procedure was due to a problem with their device or therapy. There was a mention of pain in their back. It was stated that when they recharged they were in pain. The pain was from the position that they had to be in when they were recharging for hours. The patient hurts for 2-3 days after recharging. The patient stated that they wished their doctor gave them a non-rechargeable. Additional information was received from the patient stating that the paint was both from the position they had to recharge and how long they had to hold it. The patient stated that they knew that they were overweight. They had talked to their doctor about taking the device out but was told that they could take it out or revise it but it would be too much risk. The patient was advised to lose weight. Sometimes they were able to get six bars and sometimes they could not get two bars. Even at the doctor's office they had to lay her on a table to get six bars. It was noted that the actions/interventions planned for the recharging issue was that they started a diet that they planned to follow. Other relevant medical history includes non-malignant pain. The patient reported that they had issues with recharging the implantable neurostimulator (ins) since day one. They spoke with their managing health care professional (hcp) on (B)(6) 2016 regarding their issue and also discussed potentially having the current ins replaced for a non-rechargeable ins. The patient wanted to find out if they would still be conditionally safe for full body mris if they were to have their system replaced with a non-rechargeable. It was noted that they were working with their hcp regarding the issues recharging the ins. Additional information was received from the consumer. It was reported that they would like to have the battery replaced because it was hard to charge when charging. It was also reported that the patient could not get the right coupling bars to get the ins charged and her battery "was all twisted trying to recharge". To charge the ins, it was noted that the patient had to lie down for a day and that caused the patient's back to hurt. The patient stated that she lost 45 pounds and thought that would make recharging easier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.